Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4 lot number, g3; h2; h6 h6: suggested component code: mechanical (g04) ¿ stem visual examination of the provided pictures identified the device had fractured. No further evaluation could be made from the provided picture. A definitive root cause cannot be determined. A review of the device history records is still in process. Once that is completed, a follow-up MDR will be submitted.

Event description:
No additional information available for the reported event.

Event description:
It was reported that the instrument was damaged during a demonstration. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). G3: brazil. The device was discarded and will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause is unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.